Event description:
It was reported that this pacemaker exhibited high capture thresholds on the right ventricular (rv) channel. The rv lead is a non-boston scientific product. It was noted that the right ventricular automatic threshold (rvat) had suspended due to the high capture thresholds. It was noted that approximately a month prior there was a stored ventricular episode due to oversensed noise that resulted in approximately 2 seconds of pacing inhibition. Boston scientific technical services (ts) noted that the physician decided to keep the lead implanted. The device was explanted due to normal battery depletion and was replaced. No adverse patient effects were reported. Subsequently, the device was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker exhibited high capture thresholds on the right ventricular (rv) channel. The rv lead is a non-boston scientific product. It was noted that the right ventricular automatic threshold (rvat) had suspended due to the high capture thresholds. It was noted that approximately a month prior there was a stored ventricular episode due to oversensed noise that resulted in approximately 2 seconds of pacing inhibition. Boston scientific technical services (ts) noted that the physician decided to keep the lead implanted. The device was explanted due to normal battery depletion and was replaced. No adverse patient effects were reported.